Event description:
Reportedly, inappropriate therapies: shock + atp on atrial fibrillation. Those therapies occurred on week post implantation with recurrences. The patient has been hospitalized from (B)(6) to (B)(6) 2025 where reprogramming was done and the medications of the patient was changed to reduce atrial fibrillations. According to the physician, there was a relationship with the device and not related to the implantation procedure.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The review of provided data confirmed the reported issue: several inappropriate therapies have been delivered during atrial fibrillation episodes. The analysis of data dated (B)(6) revealed: -on (B)(6) 2025, several arrythmia episodes were recorded leading to the delivery of therapies (19 shocks and several atp) analysis of vt episode recorded on (B)(6) 2025, 08:54:26: -this episode shows sequence with quite stable ventricular rate (around 180 bpm). -as per programming, atp was delivered (after reaching persistence). As the ventricular rhythm was still quite stable around 180 bpm, other atp and then shocks were delivered. Based on the available information, the algorithm / ICD functioned according to specifications.

Event description:
Reportedly, inappropriate therapies: shock + atp on atrial fibrillation. Those therapies occurred on week post implantation with recurrences. The patient has been hospitalized from (B)(6) 2025 where reprogramming was done and the medications of the patient was changed to reduce atrial fibrillations. According to the physician, there was a relationship with the device and not related to the implantation procedure.

Event description:
Reportedly, inaproppriate therapies: shock + atp on atrial fibrillation. Those therapies occurred on week post implantation with recurrences. The patient has been hospitalized from (B)(6) 2025 where reprogramming was done and the medications of the patient was changed to reduce atrial fibrillations. According to the physician, there was a relationship with the device and not related to the implantation procedure.

Manufacturer narrative:
Addition of UDI in field d4.